Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up received on 21-oct-2015: no further information could be obtained. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal cramping and very heavy irregular periods. Both events were considered serious due to disability (consumer mentioned it as event outcome, however she did not specify it) and medical importance, respectively, and are listed in the reference safety information for essure. Bleeding and pain/cramping may occur during and following the micro-insert placement procedure. In this case, no alternative explanation was provided. Consumer was now having her tubes and coils removed. Given their nature and considering the positive temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident due to required intervention. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted. After having essure implanted she started have very heavy and irregular periods. Her doctor performed an ablation which she later learned should not be performed with essure. She experienced excessive hair loss, constant nausea which led to have an endoscopy performed. The results showed she had severe stomach inflammation. This started right after she had the essure implants put in; she experienced excessive weight gain, abdominal cramping and bleeding after intercourse. She contacted her doctor who did not think they were essure related; however, she has never experienced a single one of them until had they implanted. She was now having her tubes and coils removed in which she will be missing 3 days of work without pay. The consumer mentioned the seriousness criteria disability or permanent damage but not specified and/or assigned to one of the events. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal cramping and very heavy irregular periods. Both events were considered serious due to disability (consumer mentioned it as event outcome, however she did not specify it) and medical importance, respectively, and are listed in the reference safety information for essure. Bleeding and pain/cramping may occur during and following the micro-insert placement procedure. In this case, no alternative explanation was provided. Consumer was now having her tubes and coils removed. Given their nature and considering the positive temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident due to required intervention. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.